Manufacturer narrative:
Additional information was received that the patient was not prescribed with anything and was doing well.

Event description:
A report was received that he patient was experiencing shortness of breath and tightness around the rib cage. The patient was admitted in to the emergency room (ER) and it was unknown whether an intervention was given.

Event description:
A report was received that he patient was experiencing shortness of breath and tightness around the rib cage. The patient was admitted in to the emergency room (ER) and it was unknown whether an intervention was given.